Manufacturer narrative:
An event of the dilator tip splitting was confirmed. The investigation found that the dilator tip was split when it was received at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. No other complaints were reported on this batch. The cause of the reported incident is consistent with damage during use. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. When the sheath was introduced into the patient, it was observed on angiography that the tip of the delivery sheath had split and the material had peeled off without detachment, so the delivery system was replaced with a 12f amplatzer amulet delivery sheath. During the preparation of the amulet occluder, there was an issue connecting the occluder to the delivery sheath, and it was unable to be connected despite multiple turns. It was inspected underwater, and it was found that the delivery cable was not connected to the device, so the device was replaced with another 25mm amplatzer amulet left atrial appendage occluder, which was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.